Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.

Event description:
The customer reported that she was receiving an error message indicating low blood sugar in 2008. Due to receiving an error message, she was not testing and about five days later, customer reported experiencing symptoms of hyperglycemia and losing consciousness. The paramedics were called, administered saline solution, and transported her to a local hospital. However, no diagnosis of hypo or hyperglycemia and diabetes-related treatment was reported. There was no report of death, permanent impairment or mistreatment associated with this event.